Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level [value was not known] and was unconscious; cause was not known. Customer was transported to the emergency room via ambulance and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged 3 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.